Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the xenon light source moisture in the connector leads was found. The fse (field service engineer) reported that after replacing connector the device work appropriately or as intended.